Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "patient with a 4 fr bilumen high-flow PICC catheter inserted on (B)(6). , it was removed on november 28, according to the report, when applying medication, they observed liquid leakage through the wall, from the site of the catheter's union with the butterfly." No other information was provided.